Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had issues. It was reported that the insulin pump would suspend and caused the blood glucose to rise. The customer's blood glucose was 312 mg/dl at the time of incident. It was also reported that the insulin pump was alarming that does not corresponds to customer's activity. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test and active current test. No device problem found.